Event description:
Complainant alleged that the device displayed "defib fault 76" and "defib disabled" messages. Complainant was not aware if there was patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.